Event description:
A customer reported that the sleep/wake button was not functioning. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.